Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported during a post op follow up on (B)(6) 2024, the patient experienced an epidural headache. The patient had a dural puncture during implant that the manufacturer representative was not aware of until 25mar2024. As a result the patient received and blood patch and the incision was closed. Follow up indicated the patient was doing well postoperatively.

Manufacturer narrative:
B5: correction.

Event description:
Information indicated the blood patch was done on (B)(6) 2024.